Manufacturer narrative:
Corrected information: event date - (B)(6) 2017. Additional information: additional information was requested and the following was obtained: requesting clarification of initial procedure date - the initial procedure date is (B)(6) 2017. Please describe what is meant by the dermabond prineo looked dirty? Please describe where on the product was dirty? The small collection of blood underneath the prineo had a dirty appearance. It wasn¿t actually dirty. This was the first time this surgeon had used prineo. Are there any products to return for analysis? No products to return. Initial procedure date (B)(6) 2017. Did the patient have a pre-existing infection? No pre-existing infection was noted date infection was noted? Patient had a fever on, (B)(6) 2017. Please indicate all medical or surgical interventions performed? No surgical interventions. Standard treatment for fever. No cultures or viral panels were performed. Results of any cultures taken: no cultures taken. Update to patient current condition patient was noted as ¿remarkedly improved¿ what is the physicians opinion was the sepsis related to the dermabond prineo? Physician merely reported as such because of the fever. What prep was used prior to prineo use?. Standard pre-op prep. Please describe how the adhesive was applied on the tape? Dermabond was applied to the entire surface area of the mesh tape. Was the dermabond liquid adhesive placed to cover the entire length of the mesh? Yes. Was incision re-prepped before closure? If so, with what? If so, was the prep allowed to dry? Not re-prepped, just a wet lap to clean and allow to dry the area prior to applying the prineo. Was a dressing placed over the incision? If so, what type of cover dressing used? No dressing applied over prineo. Patient pre-existing medical conditions (ie. History of infections) pre-existing graft what was the appearance of the lower leg incision when the dressing was placed? Some drainage post op at this incision site. What was the condition of the lower leg tissue where the ethilon was placed? Normal tissue. Was a culture performed on the lower leg tissue site where the ethilon was used? No culture or viral panel ever taken. What is the current condition of the patient? Noted patient has remarkedly improved.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please describe what is meant by the dermabond perineo looked dirty? Please describe where on the product was dirty? Are there any products to return for analysis? Initial procedure date. Did the patient have a pre-existing infection? Date infection was noted? Please indicate all medical or surgical interventions performed? Results of any cultures taken. Update to patient current condition. What is the physicians opinion was the sepsis related to the dermabond perineo? What prep was used prior to perineo use? Please describe how the adhesive was applied on the tape? Was the dermabond liquid adhesive placed to cover the entire length of the mesh? Was incision re-prepped before closure? If so, with what? If so, was the prep allowed to dry? Was a dressing placed over the incision? If so, what type of cover dressing used? Patient demographics: initials / ID; age or date of birth; bmi ; gender. Patient pre-existing medical conditions (ie. History of infections).

Event description:
It was reported that the patient underwent a femoral graft procedure on (B)(6) 2017 and the topical skin adhesive was applied to the femoral incision after a subcuticular closure. A dressing was not applied over the groin incision. The incision site was not red, hot or swollen. After the procedure, the patient was readmitted to the hospital due to sepsis. The surgeon commented that topical skin adhesive looked dirty. The patient was being treated according to standard practice. Additional information has been requested.